Manufacturer narrative:
The reported event of unexpected premature release was confirmed. As received, a complete catheter was returned in one piece. Final analysis found both tether bullets inside of the docking cap, with one of the tethers fractured and both tethers buckled in the transition zone. The cause of the reported event was due to the fractured tether and buckled tethers in the transition zone.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp prematurely separated from the catheter. The procedure was completed using the same lp with an alternate delivery catheter. There were no patient consequences.